Manufacturer narrative:
Concomitant device(s): 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6).

Event description:
Approximately 1 year(s) and 14 day(s) post-operative of a revised right tsa, it was reported via clinical study that the patient struggled with pain/stiffness s/p hemiarthroplasty thought to be the result of medialization of the native glenoid. The patient underwent a standard hemi revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.